Manufacturer narrative:
(B)(4). A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device would not deliver defibrillation therapy. The device would prompt 'shock advised', 'charge complete', but would then suddenly prompt 'connect electrodes', 'patient connected' and 'shock advised' again. It would reportedly not deliver a shock. There was no patient use associated with the reported event.